Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 400 mg/dl, while wearing the pod on the abdomen between 1 and 4 hours. The adhesive was loose and the cannula dislodged from the infusion site. At the hospital, the patient was administered insulin bolus corrections manually through syringes. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.